Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an a-33 error and that insulin was "squirting" out during the manual prime process. The customer states that the drive support cap is sticking out. The blood glucose reading was unknown. Advised discontinuation of the insulin pump. Nothing further reported.